Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar fusion surgical procedure at l3-s1. Approximately six months post-op, the patients condition progressively worsened. Approximately 2 years post op the patient sought a second opinion, imaging demonstrated that the rod had broken- the cable on one side was loose. The patient was scheduled to undergo a revision surgery to remove the broken device and repair damage caused by the broken device. The revision surgery was canceled and has not been rescheduled. No additional patient complications have been reported. (B)(4).